Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 11/14/2018. Device returned to manufacturer: yes. Device evaluation: the product was received inside its lens case with the original box. A visual inspection of the returned product using 12x magnification shows residue on the surfaces of the lens, most likely ovd (ophthalmic viscosurgical device). Minor scratches and irregularities can be seen on the optic and haptic. No further damage could be seen on the haptics. Cosmetic damage was confirmed; however, how and when the scratches were introduced cannot be determined. The reported issue could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Pt info: unknown, information not provided. Implant and explant dates: if implanted or explanted, give date: not applicable, as lens was not implanted. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson vision has been submitted.

Event description:
It was reported that doctor was starting to inject the intraocular lens into patient¿s operative eye, doctor didn¿t like the way the lens looked. Reportedly front haptic looked off. The cartridge was in the eye with the lens part way into the eye. Doctor pulled the lens back out before it would unfold and switched to different lens of the same model and diopter. There was no patient injury. No further information provided.